Event description:
A 3 yr-old girl, was originally implanted on january 23, 1997. On september 17, 1997, she fell down. Pt was unable to break her fall, because another child's arms were around her. Hematoma and swelling were observed around the implant site. When pt was seen at the ctr on october 14, 1997, although the swelling had reduced significantly, her implant was no longer functioning. Attempts at the implant ctr to resolve the problem were unsuccessful. Revision surgery occurred on october 20, 1997.

Manufacturer narrative:
Device evaluation consisted of the following: a review of the device history record (DHR), visual examination, and internal visual examination. The case and substrate were found to be cracked. This damage resulted in the failure of the ics. Please refer to the device failure analysis report. Review of device history record (DHR): two components were replaced during the mfg cycle of this device. Both components (resistors, r31 and r32) were replaced. Hybrid also had one non-conductive epoxy fillet repaired. Visual examination: ics case was cracked on both sides. The substrate was also damaged. Electrode was intact and all electrode balls were in place. Internal visual examination: substrate is cracked in several places. Conclusion: the failure of this ics is attributed to the broken case and substrate. This device damage was the result of the reported fall. Corrective action: advanced bionics corporation is continuing to investigate ways of increasing the strength of the ics cases.